Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 341 mg/dl at the time of incident. Customer has treated their blood glucose with a syringe. The customer's blood glucose was 150 mg/dl at the time of the call. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted. The act button was unresponsive due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.